Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. The event does not meet the definition of a valid complaint. The malfunction occurred at getinge facility, therefore it is not a customer complaint. No additional reports will be sent for this mfg report number 2249723-2025-0001557.

Event description:
Na.

Event description:
It was reported that during pre-delivery inspection, cardiosave intra-aortic balloon pump (iabp) had abnormal compressor speed. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Date received by mfg was incorrectly populated in follow-up 1 report. This follow- up 2 emdr is created to correct "date received by mfg" which is 21 april 2025.

Event description:
Na.